Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. One of the retainer legs of the anvil was observed to be bent. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a preparation. Tried to assemble the anvil to the body for testing. But could not combine and did not hear click sounds. The device was not ultimately able to be loaded. When attaching the anvil to the instrument, the black twist knob held firmly to prevent the trocar from moving back into the head of the device. The anvil center / rod assembly was grasped at the grasping notch. Changed to a new circular stapler.